Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse evaluated the instrument and determined the liquid on the reagent cartridges was not condensation. The fse determined that the source of the liquid was a leak from reagent probe b, caused by a reagent probe b collar wash valve malfunction. The fse replaced the collar wash valve to resolve the leak. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that they observed liquid, described by the customer as condensation, on the outside of reagent cartridges on a unicel dxc 600 pro synchron system. The customer did not provide information regarding personal protective equipment (ppe) worn during the event; no exposure to leaked fluids was reported. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.